Event description:
It was reported to st. Jude medical that the device could not be interrogated prior to reaching eri. The physician suspects premature battery depletion. The decision was made to explant the device.